Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the patient did a good hand wash but did not wear a mask&#56224; on an unreported date, the patient visited the hospital due to the peritonitis manifestations of abdominal pain and turbid pd effluent. At that time the patient began treatment for the peritonitis with "amiktam" (amikacin) and vancomycin, intraperitoneally (doses and frequencies not reported). It was reported that the patient went home from the hospital and on an unreported date came to hospital for follow up. On an unreported date, the patient's pd effluent was clear and the abdominal pain was "getting better". At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. No additional information is available.